Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist on (B)(6) 2011 for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from the analysis of the injector. The disposable kits used during the event were discarded by the user facility; therefore, no analysis could be made of those items. There is no evidence of device malfunction based on the results of the injector testing. No definite conclusion can be made to the cause of the event. This report is closed.

Event description:
Narrative: user facility reported: during an interventional procedure, air was injected into a patient's coronary artery. The patient had chest pain, st segment elevation, and abnormal heart rhythm. The patient was stable post procedure and recovered the same day. Worldwide case ID: (B)(4).